Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing of the second reload during a laparoscopic sleeve gastrectomy, the surgeon observed whitish color nasal probe. Evidently, the nasal probe was advanced far and the surgeon was accidentally stapled probe when forming the sleeve. The surgeon had to cut out probe with laparoscopic sheers. This resulted to unanticipated tissue loss, extend patient hospitalization and extend surgical time for about 2 hours and 30 minutes.